Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): (B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during an attempt to inflate a non-abbott balloon dilatation catheter, pressure could not be applied. The balloon catheter was connected to the indeflator and the three way stopcock. A leak was noted around the hub of the balloon catheter. There was no damage noted to the stopcock and there was no connection issue between devices. The source of the leak could not be confirmed. A new 20/30 indeflator and other three way stopcock were used to complete the procedure without issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The leak was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the leak.